Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 40 mg/dl due to needing settings adjusted. The customer consumed carbohydrates and adjusted settings to address the bg. Recommendation was made to discuss diabetes management with a health care professional.